Event description:
A customer accidentally put breeze2 control solution into her eyes thinking it was the medication for her eye surgery. The customer contacted her doctor. The doctor did not think there should be any problems since the solution does not contain alcohol. No medical treatment was required. No product will be returned.